Event description:
It was reported the lead impedance was high, 3015 ohms. It was further reported that there was a suspected lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported the lead impedance was high, 3015 ohms. It was further reported that there was a suspected lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of.